Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. .

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, user informed the technical support engineer (tse) that they experienced an inverted image while using the endoscope. The customer attempted to troubleshoot the inverted image issue but encountered a recoverable and non-recoverable fault. The customer performed a power cycle on the system, which successfully resolved the issues. The tse reviewed the system error logs and confirmed the occurrence of the errors on the universal surgical manipulator (usm) 2-axis 3. The customer explained to the tse that the endoscope was installed on the usm2 at the time of the issue. The site continued with the procedure using the same system configuration without further issues. A procedure delay of 15 minutes was reported. There was no reported injury.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed, and the reported error was confirmed and replicated. The usm was installed onto a golden system where error 31226 was triggered, replicating the reported event. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where the fiber test failed on rolling loop. Once testing was completed, the rolling loop fiber was inspected and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to communication errors caused by the rolling loop fiber cable located within the usm.